Event description:
It was reported that the patient was experiencing painful continuous stimulation in their neck area. The patient was already scheduled for a battery replacement surgery due to low battery and the device was disabled. The physician indicated that the cause of the pain experienced is vns stimulation - per patient device kept firing. The device was explanted and replaced, has not been received by manufacturer to date. Additional report that the initial continuous stimulation was accompanied by difficulty swallowing and breathing and that following disablement patient continued to feel pain along the lead pathway, including tenderness in the neck with radiation to ear and jaw, and discomfort while swallowing. Patient stated event was distressing and required emergency medical intervention. Medwatch report mw5186252 received. No other relevant information has been received to date.